Event description:
It was reported that a malfunction occurred on the pump, with the screen remaining dark and unresponsive despite attempts to charge it. There was no adverse impact on the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.